Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Attempts to obtain additional information were attempted, but were not successful. The lead remains in service. No adverse patient effects were reported.